Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible oversensing of ventricular signals during multiple, detected tachycardia episodes. It was also reported that the icm experienced undersensing during one of the same detected tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.